Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic and keypad trace.

Event description:
The customer called to report a button error alarm. The customer was unable to clear the alarm as the buttons were unresponsive. Troubleshooting was performed, and the buttons had not been pressed for three minutes or longer. The customer stated that the insulin pump was submerged in water. Advised that the insulin pump would be replaced. Nothing further was reported.